Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs. Customer's blood glucose (bg) level was 544 mg/dl. The customer addressed their bg with a manual injection. Tandem technical support provided practice tips for interacting with the pump touchscreen. Reportedly, the customer continued using the pump for insulin therapy.